Event description:
On 29-dec-2025, a sales representative reported via email that the threads of an ar-1555ps peek tenodesis screw (5.5 x 15 mm) separated during insertion. The case was completed by opening a second screw, which was inserted without issue. This occurred during a lateral ankle reconstruction procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 31-dec-2025: during insertion, the threads of an ar-1555ps peek tenodesis screw (5.5 x 15 mm) separated and broke off inside the patient. All fragments were retrieved. The case was delayed approximately five minutes, with no additional anesthesia administered. The procedure was completed using a new ar-1555ps peek tenodesis screw (5.5 x 15 mm). No adverse effects were reported during or following the procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on photographic evidence of an ar-ar-1555ps, batch 15241771, that displays a damaged screw. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone preparation and/or prying/leveraging the screw during insertion.